Event description:
The pump was returned for investigation. Investigation revealed contamination that the battery cap height was out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation cs 128-fb88 (replace battery) was verified in alarm history and the 128-fb88 alarm could not be duplicated when rewind was selected. Secondary error code fb88, is defined as a post delivery motor power supply fault. The battery compartment was cracked at. The battery cap threads were found to be stripped. The battery cap height was found to be out of specifications. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. (B)(6). Device history record review was conducted on (B)(6) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.